Event description:
It was reported that the customer was admitted in the intensive care unit for diabetes ketoacidosis. The blood glucose reading at time of the call was 150mg/dl. Troubleshooting was performed. The programming, basal, bolus, and daily history were correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.